Event description:
Pt reported the bolus button on the infusion device does not respond to any command. Preliminary eval found the side rubber of the infusion device was damaged and the up button on the infusion device does not respond. No further info is available. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.